Event description:
The circuit was in use in the nicu and the staff heard a leak from the circuit and discovered that the circuit was melted. The issue was found right away and there was no pt related incident reported.

Manufacturer narrative:
No sample has been received for eval; therefore, we are unable to determine the exact cause for the reported issue. A lot number was not provided, therefore a review of the device history record could not be performed. Our manufacturing process was reviewed, and no problems were found related with the issue reported. The label copy for this product does warn against having objects such as heavy tape, towels, or bed linens near the circuit as they may over insulate the circuits, impede normal heat convection, and cause damage to the tubing or interruption of gas delivery to the pt. Based on the date provided, we are unable to determine the root cause for this incident.